Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, the patient's wife reported the patient experienced elevated blood glucose of 300 mg/dl due to kinked infusion set cannulas. The patient's normal blood glucose range is 70-150 mg/dl. The patient would insert a new infusion site and bolus to lower his blood glucose. The patient did not require treatment from a health care professional or second party to address the issue. The alleged product was discarded. No product will be returned for evaluation.